Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture ingress. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a flashing display with moisture present. These reports were received from various sources. The patients associated with this allegation ranges from "(B)(6)" years of age and between "0 and 0 pounds". Of the reported patients, 1 was female.